Event description:
Discordant advia centaur cp troponin ultra result was obtained on a patient sample. The result was reported to the physician. Upon retest, the corrected results were reported to the physician. There were no reports of adverse health consequences due to the discordant troponin ultra patient results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was due to a leak in the wash station rinse block. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.